Event description:
Customer reported that while using the pump on a patient it intermittently fails to sense ECG trigger causing extended inflation of iab. The therapy was continued without changing the pump. No patient injury was reported.

Manufacturer narrative:
The customer provided in-house service to the pump. It was indicated that they cannot find any issue with the pump, thus it was returned to service. A supplemental medwatch report will be submitted if additional info becomes available. Ref: (B)(4).